Event description:
It was reported that the device was in backup vvi mode. It was noted that the device delivered multiple appropriate shock therapies before going into backup vvi mode. The heart rate was high and the patient did not receive further shock therapies. The patient was intubated and the device will be replaced. No further information is available at this time.